Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had motor error three time in a week during bolus. The customer¿s blood glucose level was 400 mg/dl at time of incident, treated with manual injection. The customer assisted with troubleshooting for motor error. Customer reports the drive support cap appears normal. Customer was unable to complete insulin pump rewind due to insulin pump alarm. Customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.